Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this cardiac resynchronization therapy pacemaker (crt-p) as there was baseline artifact on the right ventricular (rv) channel and wanted to know if the atrial tachy response (atr) episodes were appropriate. Technical services (ts) reviewed the reports and noted that the device exhibited farfield oversensing of the ventricular paces on the atrial channel. Ts stated they were not sure what the baseline artifact was, but was artifact was not sensed. Ts noted that the rv impedance was stable. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.